Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(6) 2013. (B)(4).

Event description:
A surgical coordinator reported a pt experiencing glare and halos following implantation of an intraocular (iol) lens. The surgeon plans to exchange the lens. In a follow up, the surgeon reported the event continues but will resolve with treatment (planned exchange).